Event description:
It was reported that after following the anastomosis made during a gastric bypass procedure, about one month from the procedure, the patient experienced a fistula. It was necessary to reoperate to close the fistula. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received from the affiliate: the fistula was asymptomatic and it was detected only after x-ray examination. The patient was re-hospitalized but actually no re-intervention has been made. As mention, dr. Is one of our most important & influential bariatric surgeons in (B)(6). He conducts approximately (B)(4) procedures (sleeve, bypass & band) per year with outstanding results (aside from the incidence reported). When we heard of number of fistulas he experienced in such a short timeframe, the (B)(6) team quickly responded by reporting the issue to our internal regulatory department as well as scheduled a meeting with him to understand the issues he was experiencing and to observe his technique in the or. Below you will find a brief description of dr.¿s technique and the answers to your questions. Brief description: dr. Performs approximately 6-7 bariatric procedures per day and operates in 2 different hospitals (B)(6). His technique is fairly standardized- he uses the same procedure kits/ devices in both hospitals he uses echelon flex for standard patients and powered echelon for patients with a higher bmi & thicker gastric tissue. For his bypass procedures, he uses 4 blue cartridges to create the pouch & for the gastro anastomosis and white cartridges for the intestinal anastomosis. He closes the remaining anastomosis with covidien¿s v-lock. Device handling: I accompanied him in the or and I confirm the following: dr. Does not overload the jaws with tissue. He does not surpass the indicated tissue placement marketings. He waits 15 seconds for every firing. The nurse washes the device after every firing. He avoids staple line hatching (when crossing the staple line he ensures it is slightly. Angle to prevent plowing). Leak test was performed issues: he has encountered 5 post-operative complications during a bypass procedure (patients were 2 men & 3 women with normal bmi). Small fistulas in the gastro-intestinal anastomosis (noted from the post-operative radiology exam). The problems all occurred in one hospital within a one month timeframe we do not have the devices because the fistulas were noted post-surgery. We are currently tracking the products shipped to the hospital shortly before the incidence. Please note that this will not guarantee the product lot number as the products used were not recorded on the patient clinical report. Questions asked: were there any issues noted in the initial procedure? ¿no issues were noted during the procedures 2)what color cartridge was used throughout the procedure? ¿n.3 ecr60b for gastric pouch. ¿n.2 ecr60w for small bowel. ¿n.1 ecr60b (used for about 35mm) for gastro-jejunostomy (where the problems seem to have occurred). Was buttressing material used? ¿it wasn't used for gastro-jejunostomies. Was a leak test performed in the initial procedure? ¿dr always performs a leak test for the gastric pouch and gastro-jejunostomy at the end of each procedure. Confirmed that the leak test were conducted in these procedures. What structures was the fistula between? Was it truly a fistula or a post-operative leak? What was the site of the fistula/leak? ¿the problems have been actually classified as post-operative leaks. Leaks were noticed from 6/7 days after surgeries to 1month and the post-op leak sites were the gastro-jejunostomies. Were there staples identified at the site of the leak? Were they properly formed staples or were they malformed staples? ¿surgeons didn't see any visible difference in staples formation during gastro-jejunostomy of those surgeries. ¿they had a visible problem of staple formation just once (with no intra/post-operative problems), during gastric pouch construction, but it wasn't in any of those 7 surgeries. Is it the surgeon¿s common practice to x-ray one month post-op? ¿yes, in many of these 7 cases surgeons noticed problems just after x-ray examinations (about one month after surgeries) because patients were asymptomatic. In the other cases, surgeons noticed problems before (6-7 days after surgeries) due to patients symptoms. What stage diet was the patient on at time of issue? ¿we need to follow up with dr. Are x-rays available for review by ethicon medical director? What type of diagnostic images were taken (x-ray, CT scan, etc.). ¿not at the moment what type of treatment was used to treat the leak/fistula (drain placement, antibiotics, reoperation)? ¿drain placement and parenteral nutrition until the leaks were fixed. One patient needed to be reoperated. What is the current patient status? All patients have been released. In addition we would like to offer a telephone or video conference between this surgeon and our engineering staff and medical director if you feel appropriate.